Manufacturer narrative:
Further information and/or investigation results shall be provided within 30 days of receipt.

Event description:
As reported via legal documentation, this patient had right hip replacement on (B)(6) 2014 due to arthritis. They had right hip revision on (B)(6) 2023, approximately 8 years 6 months after their initial procedure. Revision op report findings: eccentric polyethylene wear with synovitis present throughout hip capsule. There was no evidence of any corrosion on the trunnion, and the acetabulum and stem both appeared to be well fixed and were stable with provocative testing. The patient tolerated the procedure well. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information - d5. H6. Investigation results- the nv gxl linr device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
H10. H6 investigation results - the most likely cause for the revision reported due to early prosthesis wear is a combination of risk factors. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the reported prosthesis wear. However, this cannot be confirmed from the reported information. These devices are for treatment not diagnosis.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 170-32-00 - biolox delta femoral head 32mm od, +0mm; (B)(6), 186-01-52 - integrip cc, cluster 52mm, g2; (B)(6), 188-00-07 - wedge plasma s/o sz 7.

Event description:
As reported via legal documentation, this patient had right hip replacement on (B)(6) 2014. They had right hip revision on (B)(6) 2023, approximately 8 years 6 months after their initial procedure. There is no other patient demographic, symptoms, or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided.